Event description:
Blister appeared on the skin of her back/ burn blister on the back, pain, redness and inflammation [burns second degree] , scar, . Case narrative:this is a spontaneous report from a contactable healthcare professional via customer care center buw. A pharmaceutical technical assistant reported for a nurse, a (B)(6) female patient of an unspecified ethnicity who used thermacare heatwrap (thermacare lower back & hip) (lot #: n15262, expiration date: feb2019) from an unspecified date in (B)(6) 2016 for acute back pain. The patient's medical history was not reported. The patient didn't take any concomitant drugs at the time of the event. On an unspecified date, the reporter stated the patient wore the second patch and blister appeared on the skin of her back. On the previous day, the patient used the first patch. On the morning of the second next day, she used the second patch and noticed something was not okay. The patient used the heatwrap with a belt (referring to the wrap that has a belt attached to the heating section) which was attached for about 3 hours. The patient experienced burn blister on the back, pain, redness and inflammation. The product was removed immediately and returned to the pharmacy. The nurse treated the wounds herself with local treatment first with flamazine and later due to infection with fucidin. No surgical treatment was necessary. The patient remained with a scar. Action taken with the suspect product was permanently withdrawn on an unspecified date. The patient recovered from burn blister on the back, pain, redness and inflammation on an unspecified date. The outcome of the other event was unknown. The reporter considered all events as related to thermacare. Additional information has been requested and will be provided as it becomes available. Follow-up (08feb2017): new information received from the contactable nurse (patient) includes: patient details, dosage regimen, product indication, no concomitant medications, reaction data (burn blister on the back, pain, redness, inflammation and scar), therapeutic measures, action taken, outcome, and causality. Follow-up (21feb2017): this is a follow-up to amend previously submitted information: the patient clarified the patient used the heatwrap with the belt, referring to thermacare lower back & hip which has a belt for application. Narrative updated. Company clinical evaluation comment: based on the information provided, the event of burn blister on the back, pain, redness, inflammation and scar as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the event of burn blister on the back, pain, redness, inflammation and scar as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device..

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Evaluation of the returned sample did not provide any additional information as to why the consumer received a burn from a wrap. Complaint confirmed?: no.

Event description:
Blister appeared on the skin of her back/ burn blister on the back, pain, redness and inflammation [burns second degree] , scar, . Case narrative:this is a spontaneous report from a contactable healthcare professional via customer care center buw. A pharmaceutical technical assistant reported for a nurse, a (B)(6) female patient of an unspecified ethnicity who used thermacare heatwrap (thermacare lower back & hip) (lot #: n15262, expiration date: feb2019) from an unspecified date in dec2016 for acute back pain. The patient's medical history was not reported. The patient didn't take any concomitant drugs at the time of the event. On an unspecified date in (B)(6) 2016, the reporter stated the patient wore the second patch and blister appeared on the skin of her back. On the previous day, the patient used the first patch. On the morning of the second next day, she used the second patch and noticed something was not okay. The patient used the heatwrap with a belt (referring to the wrap that has a belt attached to the heating section) which was attached for about 3 hours. The patient experienced burn blister on the back, pain, redness and inflammation in (B)(6) 2016. The product was removed immediately and returned to the pharmacy. The nurse treated the wounds herself with local treatment first with flamazine and later due to infection with fucidin. No surgical treatment was necessary. The patient remained with a scar (unknown date). Action taken with the suspect product was permanently withdrawn on an unspecified date. The patient recovered from burn blister on the back, pain, redness and inflammation on an unspecified date. The outcome of scar was unknown. The reporter considered all events as related to thermacare. According to the product quality complaint group: investigation summary: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Evaluation of the returned sample did not provide any additional information as to why the consumer received a burn from a wrap. Complaint confirmed?: no. Additional information has been requested and will be provided as it becomes available. Follow-up (08feb2017): new information received from the contactable nurse (patient) includes: patient details, dosage regimen, product indication, no concomitant medications, reaction data (burn blister on the back, pain, redness, inflammation and scar), therapeutic measures, action taken, outcome, and causality. Follow-up (21feb2017): this is a follow-up to amend previously submitted information: the patient clarified the patient used the heatwrap with the belt, referring to thermacare lower back & hip which has a belt for application. Narrative updated. Follow-up (03mar2017): new information received from product quality complaint group includes investigation results. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the event of burn blister on the back, pain, redness, inflammation and scar as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the event of burn blister on the back, pain, redness, inflammation and scar as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device..

Event description:
Blister appeared on the skin of her back/ burn blister on the back, pain, redness and inflammation [burns second degree] , scar [scar] , . Case narrative:this is a spontaneous report from a contactable healthcare professional via customer care center buw. A pharmaceutical technical assistant reported for a nurse, a (B)(6) female patient of an unspecified ethnicity who use thermacare heatwrap (thermacare lower back & hip) (lot #: n15262, expiration date: feb2019) in (B)(6) 2016 for acute back pain. The patient's medical history was not reported. The patient didn't take any concomitant drugs at the time of the event. On an unspecified date, the reporter stated the patient wore the second patch and blister appeared on the skin of her back. On the previous day, the patient used the first patch. On the morning of the second next day, she used the second patch and noticed something was not okay. The patient used the heatwrap with a belt which was attached for about 3 hours. The patient experienced burn blister on the back, pain, redness and inflammation. The product was removed immediately and returned to the pharmacy. The nurse treated the wounds herself with local treatment first with flamazine and later due to infection with fucidin. No surgical treatment was necessary. The patient remained with a scar. Action taken with the suspect product was permanently withdrawn. The patient recovered from burn blister on the back, pain, redness and inflammation on an unspecified date. The outcome of the other events is unknown. The reporter considered all events as related to thermacare. Additional information has been requested and will be provided as it becomes available. Follow-up (08feb2017): new information received from the contactable nurse (patient) includes: patient details, dosage regimen, product indication, no concomitant medications, reaction data (burn blister on the back, pain, redness, inflammation and scar), therapeutic measures, action taken, outcome, and causality. Company clinical evaluation comment: based on the information provided, the event of burn blister on the back, pain, redness, inflammation and scar as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.., comment: based on the information provided, the event of burn blister on the back, pain, redness, inflammation and scar as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.